Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "discomfort", "undesired sensations, stimulation-related", "implant pain" and "migration" were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the physician stated that the patient underwent a revision because the ins migrated in the pocket and was then causing pain to the patient. The patient occasionally felt shocking sensations from the generator in the pocket. There were no additional patient complications.

Event description:
It was reported that the physician stated that the patient underwent a revision because the neurostimulator migrated in the pocket and was then causing pain to the patient. The patient occasionally felt shocking sensations from the generator in the pocket. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.